Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced a high rate episode and syncope on the same day. The field representative believed it to be atrial fibrillation (af) with rapid ventricular response (rvr) and some ventricular tachycardia (vt). Boston scientific technical services (ts) was consulted and upon review found irregular beats that appeared to be uncorrelated and shock channel appeared different morphology from presenting shock electrogram (egm). One burst of anti-tachycardia pacing (atp) was ineffective and remained an irregular rhythm but slightly slower. After which there was a short run of non-sustained ventricular tachycardia (vt), followed by another burst of atp. A couple additional bursts of atp were administered then the rhythm accelerated to ventricular fibrillation (vf). A shock was given which slowed the rate to below the tachycardia cutoff. They were planning on finding solutions to control the patient's rate. No additional adverse patient effects were reported and the system remains in service.